Event description:
It was reported that the pt's device was showing eri = yes and the pt underwent a generator change. It was also noted that the pt's seizure control was declining. He had previously been doing very well. The explanted generator was returned to the MFR and underwent analysis. Upon analysis, no anomalies were noted and eri = yes was confirmed, though the generator was still able to provided the appropriate therapy. Attempts for further info have been unsuccessful to date.

Event description:
Additional information from the physician indicates that the seizures resolved after the prophylactic generator change. The physician would not provide further information.